Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. No additional patient information was available. Reportedly, the pump and transmitter regained connection shortly after the customer contacted tandem technical support. The customer declined to provide further information regarding this event.